Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/22/2017. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The lens was received out of the device and wrapped in gauze. The lens was observed cut in two pieces that could be related to the removal process. However, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 10.0 diopter intraocular lens (iol) was inserted and removed from the left eye (os) on (B)(6) 2017. In addition, it was reported that an endoscopic cyclophotocoagulation (ec) was performed for glaucoma after the lens was inserted and a capsular tear occurred once the ec probe was removed. This was not related to the iol or insertion. There was no incision enlargement or sutures used, but a vitrectomy was performed. Also, no patient injury was reported. The lens was replaced with a 3-piece iol. No additional information was provided.